Event description:
It was reported that during percutaneous transluminal renal angioplasty (ptra) treatment procedure the catheter became stuck in a stent. Vascular access was obtained via the left brachial artery. The 90% stenosed target lesion was located in the moderately tortuous right renal artery. A non-bsc guide wire was advanced and was able to cross the lesion. After pre-dilation using a non-bsc balloon catheter, two non-bsc stents were advanced and deployed at the target lesion. For post-dilatation, a 7.0 / 1.5/ 153 ultra-soft sv balloon catheter was advanced but it got stuck inside the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).